Event description:
Patient had left total shoulder arthroplasty on (B)(6) 2024. Diagnosed with suture granuloma during follow up visit on (B)(6) 2024. The deep dermal layer and superficial subcutaneous layer developed a hypersensitivity to the sutures and caused a suture granuloma.